Manufacturer narrative:
(B)(4). Results: other (based on the limited info provided, no root cause can be determined), (stent deformation). Conclusion: no conclusion can be drawn (based on the limited info provided, no root cause can be determined).

Event description:
An endeavor sprint 2.5mm diameter x 14mm length rapid exchange drug-eluting stent was used in the pt during the procedure. It was reported that the stent frayed. No other clinical sequelae were reported.